Event description:
Related manufacturer reference numbers: 2017865-2023-05737, 2017865-2023-05738, and 2017865-2023-05739. It was reported by the patient's relative that on (B)(6) 2022, the patient was found unresponsive at his house. There is no known allegation from a health professional that suggests the death was related to the device. The alternate mode switch and non-sustained right ventricular over-sensing episodes indicated that the device was pacing with no capture. The physician stated that the patient's heart was not responsive to the pacing impulse anymore. It was reported that the cause of death is unknown.